Manufacturer narrative:
Conclusion code description-the customer has decided not to repair the unit.

Event description:
It was reported by repair work order that the chair would not fold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.